Event description:
The pt was being transferred from the recliner to the bed using a waverly-glen floor lift. After lifting the pt up in the lift, the co-worker moved the lift away from the recliner and partially closed the legs to maneuver the lift. The lift was moved approx 3 feet to the bed side at a slight angle with the inside leg of the lift partially under the bed. The pt was being lowered to the bed and was about 2 inches above the mattress when the co-workers heard a cracking popping sound. At that point, the floor lift tilted toward the bed and the pt was now on the bed's surface. The pt was not injured and the lift did remain in an uptight position with a slight tilt. The lift sling loops were removed from the carry bar and the lift was moved away from the pt without incident. The floor lift was immediately taken out of service and placed with the clinical engineering department for eval. It is important to note that there were no injuries to the pt or co-workers involved in the transfer. Also, this floor lift was used earlier on (B)(6) 2017 to transfer the pt from bed to recliner without any issues or unusual circumstances noted by co-workers.